Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, the complaint of the oxygen outlet port melting was confirmed. The outlet port was deformed and its barbed fitting was partially missing. Additionally, the components immediately near the port showed signs of discoloration/deformation consistent with heat and/or burn damage. The findings of damage only near the outlet port suggested that the ignition source which caused the damage was most likely external. It was also noted that the outlet fitting material on this device was black plastic. It was changed to brass in 2013, shortly after the manufacture of this device, to prevent inward spread of an external ignition to the cannula tubing. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user alleges she was sleeping and heard a popping sound and looked over toward the concentrator and it was on fire, the oxygen outlet port was melted and the end user extinguished the small fire and turned the unit off. Provider states the hepa filter was black and the end user is a smoker.